Event description:
Following surgery, patient started experiencing discomfort, blurred vision and cloudiness. See report for additional information.

Manufacturer narrative:
Based on the investigation previously carried out and the information from our medical monitor, lenstec re-iterates that there is no evidence to suggest that this incident was lens related. Device remains implanted.

Event description:
Supplemental report to original event- following surgery, patient started experiencing discomfort, blurred vision and cloudiness.